Manufacturer narrative:
Approximately 4 months after deflux injection, the child underwent open reimplantation, which resolved the hydronephrosis and reflux. Rare cases of postoperative dilatation of the upper urinary tract with or without hydronephrosis have been reported and this information is included in the product labeling. Although this event occurred in 2004, we were not aware of the event until it was discussed at a urology meeting (january 18, 2007). The reporter was asked to complete an adverse event form, which we received january 19, 2007.

Event description:
Right obstructed megaureter hydronephrosis.